Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the sales management team that the customer was hospitalized due to a lack of supplies for his diabetes. The customer's blood glucose reading was unknown. It was unknown if the customer was using an insulin pump when this event occurred. While the customer was on hold he hung up. When the customer was reached again he stated that he would call back to give more details. However, no further details were provided about the event.